Manufacturer narrative:
No conclusion can be made. The reporter was unable to provide specific details regarding the alleged patient complications, nor did he provide a reason for the additional procedure. The reporter did not provided contact information for himself or the patient, therefore requests for additional information cannot be made. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information is obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Event description:
It was reported on behalf of the patient that in 2001 the patient underwent the repair of an umbilical hernia and was implanted with a perfix plug. As reported some complications (details unknown) have arisen and now the mesh will be removed.